Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye due to the patient experiencing excessive glare. The iol was replaced with a non jnj lens, model invista 12.5 diopter. There were no complications such as a capsule tear, incision enlargement, vitrectomy, or sutures. No prescribed medications to prevent permanent impairment. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 4, 2025 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received coated in viscoelastic residue. The lens was cleaned revealing a chip on the edge of the lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.